Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. From the facts obtained from the investigation, it was reported that the issue was resolved by cleaning the contacts. However, there was no detailed description of the cause, and since the device did not return, further information could not be obtained. As a result, the presumed cause could not be identified, and a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a b30 scope communication error was observed on the video system center using two endoscopes and two video towers. Troubleshooting was performed and the contacts were cleaned. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.